Event description:
While the product was on, the stopcock cracked. The "cvn" leaked from the stopcock, the pt's glucose dropped from 99 to 62. The stopcock was changed. An accu check was done and the pt's glucose went back up.